Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a video-assisted thoracoscopic surgery (vats) lobectomy, the device was fired on artery and stapled, but it did not cut. The staples were formed and in the chest cavity. When the stapler was removed, there was bleeding. A sponge was sutured to the artery to control bleeding. The artery was repaired with suture. It was also reported that four units of blood were given to the patient and the patient status is unknown. There was unanticipated blood loss of 2000cc. Surgery time was delayed by more than 30 minutes. No reinforcement material was used. The surgeon also reported that the reload cut, but did not staple.